Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ak 96 machine was observed to have a loose right rear wheel during an unspecified process step. The device was at risk of tipping over and was removed from service. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was evaluated on site by a qualified technician. Visual inspection of the machine showed that the base was damaged, broken and cracked where the caster bolts were attached. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the defective machine base which was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.